Event description:
During an in-clinic follow-up, crosstalk, automatic mode switch (ams), and far field r-wave over-sensing were observed on the device. Technical support was contacted and recommended reprogramming to resolve the event, however no intervention has been performed. The patient was stable and will continue to be monitored.